Event description:
Healthcare professional reported rupture. Device remains implanted. This record is for right side.

Manufacturer narrative:
Continued: e.1.: zip code: 01424 phone number:(B)(6); fax number: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.